Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported the endoscopic linear cutter jammed. The surgeon had to use a new gun to complete the procedure. The case was completed laparoscopically. There was no consequence to the pt.